Manufacturer narrative:
UPDATED DATA: A1, B2, B5, H1, H6 H1: UPDATED REPORT TYPE FROM SERIOUS INJURY TO DEATH. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION RECEIVED INDICATED THAT APPROXIMATELY 23 DAYS FOLLOWING THE IMPLANT OF THE MEDTRONIC TRANSCATHETER VALVE ACUTE ON CHRONIC HEART FAILURE OCCURRED. WORSENING SHORTNESS OF BREATH AND JUGULAR VEIN DISTENTION (JVD) OCCURRED. THE PATIENT REQUIRED HOSPITALIZATION. THE B-TYPE NATRIURETIC PEPTIDE (BNP) MEASURED 648. INTRAVENOUS MEDICATION INCLUDING A DIURETIC WERE ADMINISTERED. A TRANSTHORACIC ECHOCARDIOGRAM (TTE) WAS PERFORMED. THE PATIENT HAD A TREATMENT STATUS OF DO NOT RESUSCITATE/DO NOT INTUBATE (DNR/DNI). THE TWO DAYS FOLLOWING THE HOSPITAL ADMISSION SUDDEN CARDIAC DEATH OCCURRED. THE HEART FAILURE EVENT WAS UNRESOLVED. THE PHYSICIAN INDICATED THIS HEART FAILURE EVENT AND DEATH WERE UNRELATED TO THE TRANSCATHETER VALVE AND IMPLANT PROCEDURE.

Event description:
ADDITIONAL INFORMATION RECEIVED INDICATED A DEATH CLASSIFICATION OF NON-SUDDEN CARDIAC DEATH.

Event description:
It was reported that during a redo transcatheter aortic valve replacement procedure using the transcatheter aortic valve EVFXPLUS-29 within a pre-existing non-Medtronic transcatheter aortic bioprosthetic valve, the patient developed pulseless electrical activity cardiac arrest while attempting to place the valve. Cardiopulmonary resuscitation was started with restoration of blood pressure and hemodynamics after one minute of compressions and administration of epinephrine. The patient was transferred to the intensive care unit, critical care was consulted, and the patient was treated for cardiogenic shock with continuous intravenous infusions of vasopressors and antiarrhythmic medications. Pulmonary congestion was noted on chest X-ray and was treated with an intravenous diuretic. Hyperkalemia was identified on morning laboratory tests with a potassium of 5.5 and was treated with intravenous medications. The patient experienced atrial fibrillation with rapid ventricular response (rate 103 bpm) and received a continuous intravenous infusion of an antiarrhythmic medication. Orthostatic episodes and bradycardic episodes were reported during hospitalization. The patient experienced urinary retention requiring a foley catheter placement, which was later discontinued without further urinary issues. The events were reported to have required prolonged hospitalization. The patient was discharged 13 days after the valve implant and the outcome was reported as recovered/resolved, including recovered/resolved with sequelae. Per the physician, the events were related to the procedure but not to the Medtronic devices. Additional information received indicated that approximately 23 days following the implant of the Medtronic transcatheter valve acute on chronic heart failure occurred. Worsening shortness of breath and jugular vein distention (JVD) occurred. The patient required hospitalization. The B-type Natriuretic Peptide (BNP) measured 648. Intravenous medication including a diuretic were administered. A transthoracic echocardiogram (TTE) was performed. The patient had a treatment status of Do Not Resuscitate/Do Not Intubate (DNR/DNI). The two days following the hospital admission sudden cardiac death occurred. The heart failure event was unresolved. The physician indicated this heart failure event and death were unrelated to the transcatheter valve and implant procedure. Additional information received indicated a death classification of non-sudden cardiac death. Additional information received from the physician, that the official cause of death was acute on chronic heart failure. It was noted that the cause of the death was ultimately the patient¿s underlying condition and that the patient was not taking their diuretics. No autopsy was performed.

Event description:
IT WAS REPORTED THAT DURING A REDO TRANSCATHETER AORTIC VALVE REPLACEMENT PROCEDURE USING THE TRANSCATHETER AORTIC VALVE EVFXPLUS-29 WITHIN A PRE-EXISTING NON-MEDTRONIC TRANSCATHETER AORTIC BIOPROSTHETIC VALVE, THE PATIENT DEVELOPED PULSELESS ELECTRICAL ACTIVITY CARDIAC ARREST WHILE ATTEMPTING TO PLACE THE VALVE. CARDIOPULMONARY RESUSCITATION WAS STARTED WITH RESTORATION OF BLOOD PRESSURE AND HEMODYNAMICS AFTER ONE MINUTE OF COMPRESSIONS AND ADMINISTRATION OF EPINEPHRINE. THE PATIENT WAS TRANSFERRED TO THE INTENSIVE CARE UNIT, CRITICAL CARE WAS CONSULTED, AND THE PATIENT WAS TREATED FOR CARDIOGENIC SHOCK WITH CONTINUOUS INTRAVENOUS INFUSIONS OF VASOPRESSORS AND ANTIARRHYTHMIC MEDICATIONS. PULMONARY CONGESTION WAS NOTED ON CHEST X-RAY AND WAS TREATED WITH AN INTRAVENOUS DIURETIC. HYPERKALEMIA WAS IDENTIFIED ON MORNING LABORATORY TESTS WITH A POTASSIUM OF 5.5 AND WAS TREATED WITH INTRAVENOUS MEDICATIONS. THE PATIENT EXPERIENCED ATRIAL FIBRILLATION WITH RAPID VENTRICULAR RESPONSE (RATE 103 BPM) AND RECEIVED A CONTINUOUS INTRAVENOUS INFUSION OF AN ANTIARRHYTHMIC MEDICATION. ORTHOSTATIC EPISODES AND BRADYCARDIC EPISODES WERE REPORTED DURING HOSPITALIZATION. THE PATIENT EXPERIENCED URINARY RETENTION REQUIRING A FOLEY CATHETER PLACEMENT, WHICH WAS LATER DISCONTINUED WITHOUT FURTHER URINARY ISSUES. THE EVENTS WERE REPORTED TO HAVE REQUIRED PROLONGED HOSPITALIZATION. THE PATIENT WAS DISCHARGED 13 DAYS AFTER THE VALVE IMPLANT AND THE OUTCOME WAS REPORTED AS RECOVERED/RESOLVED, INCLUDING RECOVERED/RESOLVED WITH SEQUELAE. PER THE PHYSICIAN, THE EVENTS WERE RELATED TO THE PROCEDURE BUT NOT TO THE MEDTRONIC DEVICES.

Manufacturer narrative:
THIS IS A SYSTEM REPORT. THE SECTION D. INFORMATION IS FOR THE PRIMARY DEVICE, WHICH WAS IN USE WITH THE FOLLOWING DEVICE(S) WHICH CANNOT BE EXCLUDED AS POTENTIAL CONTRIBUTING FACTORS TO THE ADVERSE EVENT: MEDTRONIC BRAND NAME: EVOLUT FX DCS; PRODUCT ID: D-EVOLUTFX-2329; LOT: 0013333871; UDI: (B)(4); MANUFACTURED DATE: 2026-03-09; USE BY DATE: 2028-03-08; IMPLANT DATE: NA; FDA SITE ID: 9612164 . MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
UPDATED DATA: B5. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Manufacturer narrative:
Updated Data: B5 H6. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.